Manufacturer narrative:
12/13/2022 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
(B)(6) 2022 - the consumer cliams the device caught on fire while in use and burnt six blankets on her bed. The consumer also received a burn.

Event description:
(B)(6)2022 - the consumer claims the device caught on fire while in use and burnt six blankets on her bed. The consumer also received a burn.

Manufacturer narrative:
12/13/2022 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device. 12/14/2022 - the device has been returned and an investigation is underway. 3/29/2023 - the investigation has been completed. Below is the manufacturers narrative: manufacturers narrative: product was returned in a non-working condition. No testing possible heating pad caught on fire while it was being used. Customer says she had 6 different blankets on her bed abd the heating pad burned through them and her bed, she said she had 3 different shirts on when it happened and it still burned her. Due to the complaint, heating pads are not to be used under blankets. Thermal regulation can be altered. There are also numerous creases which indicated folding or crunching which also effects the thermal controls we no longer produce this hehating pad construction or use this vendor for heating pads. No CAPA issued.